Manufacturer narrative:
(B)(4). The customer returned one introducer needle and one guide wire for evaluation. The sample contained signs of use in the form of biological material. Visual examination revealed the guide wire was unraveled from the distal end. The point of separation on the core wire appeared pinched and discolored. The coil wire displayed signs of necking, indicating excessive force caused this breakage. The outer diameter of the returned guide wire was measured and was found to be within specification. The length of the returned guide wire could not be obtained as it was unraveled and lengthened. The returned guide wire was unable to be retracted or advanced through the returned introducer needle. A manual tug test confirmed the proximal weld was fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The reported complaint of guide wire/needle resistance was confirmed by complaint investigation. The returned guide wire was unable to be retracted or advanced through the returned introducer needle. The returned guide wire was unraveled from the distal end. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the sample received it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the swg (spring wire guide) was advanced over the needle. During removal of the needle a resistance was noted. The swg and needle were removed together. A new device was used.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/needle resistance - unraveled. This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports the swg (spring wire guide) was advanced over the needle. During removal of the needle a resistance was noted. The swg and needle were removed together. A new device was used.